Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, broken shell and others, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified broken sharp on the posterior and wear abrasion. A dimension measurement of the shell was performed which identified the was thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.